Manufacturer narrative:
This event was created due to flaked or skived material found on the associated device listed in d11. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no lot number was provided so a review of the device history record (DHR) was not possible. Based on the information received, the cause of the reported flaking or skiving of the dilator could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
This report is to advise of an event observed during investigation of an associated catheter, confirming evidence of flaked or skived material observed on the device. This report was created for the introducer used in conjunction with the associated catheter.